Event description:
Report received indicated when the smart control - iliac stent system was taken out of the box, the distal tip had partially deployed through the plastic protection tube and was also bent. The product was not used. The intended target site was an iliac lesion. The product was stored according to the labeling instructions. The shipping box was received intact and the sterile pouch was intact prior to opening. The product was not used in the patient, and there were no other issues noted with the product. There is no further information available.

Manufacturer narrative:
The product is not available for analysis. A device history record (DHR) review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Extended DHR review was performed for subassembly lot number 13295183. Based on the available information and without the return of the product, no conclusion can be made regarding the reported partial deployment and kinked tip of the smart control stent when removed from the box.